Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system were exhibiting 'noisy' r/s electrograms associated with oversensing, pacing inhibition, and the delivery of inappropriate shock therapy.